Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00364.

Event description:
The plaintiff's attorney alleged the (unk) decedent experienced a cardiovascular event and subsequently expired on ni/ni/ni after use of the product.